Manufacturer narrative:
A dräger service technician tested the device on site and found that it would not power up completely. He replaced the power supply and the pcb mobi (user interface) and tested the machine without any findings. The apollo has then been returned to use. The replaced parts were returned and tested in a lab machine. While the power supply was found to be fully compliant with its specification the pcb mobi exhibited a component failure of the reset circuit. As a consequence the mobi could not start up completely and remained in a blue screen state. The apollo had detected the failure and reacted according to its specified safety concept as it interrupted automatic ventilation, activated manual ventilation mode and generated a corresponding visible and audible alarm. Since 2013 only one complaint with a comparable root cause has been reported to dräger. This specific device was repaired and has been used since then without any further problems reported.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The patient was manually ventilated and there was no patient injury reported.